Event description:
The user facility reported that during a patient procedure their fogarty hydragrip clamp broke. Another clamp was used to complete the procedure which resulted in a short delay. No report of injury.

Manufacturer narrative:
The device subject of the reported event is being returned for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.

Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation; however, an exact cause of the reported event could not be determined. The device subject of the reported event was manufactured in 1988 and is approximately 37 years old. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.